Manufacturer narrative:
The field service engineer (fse) adjusted the disposal of the reagent in the wash station and the issue continued. The customer observed cuvette filling issues. The fse changed the cuvettes, wash station seals, sodium electrode, reference electrode, and tubing. The fse cleaned the ise unit and checked all ise solutions. After the service actions, the qc was acceptable. There were no further issues. The investigation determined that the service actions resolved the issue. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for multiple patients tested for ise indirect na, k, cl for gen.2 on a cobas 4000 c (311) stand alone system. Of the data provided, there were discrepant na results for 1 patient. The initial na result was 141 mmol/l and the repeat result was 135 mmol/l. No questionable results were reported outside of the laboratory. There was no allegation of an adverse event.